Event description:
It was reported that during a follow-up appointment at the physician's office two months after an atrial flutter right side procedure, a dime-sized 2nd degree red crator burn was noticed on patient's back over the heart area where the ref-star reference patch had been placed during mapping. At that follow-up visit, apparently the patient stated that the patch felt warm when it applied. No one seemed to know there was a skin burn issue at the time of the procedure. Upon further investigation, biosense webster's field engineer/affiliate was told by the facility lab supervisor that they were heating the reference patch in a blanket warmer before it was applied. They suspected that the gel may have gotten too hot and caused the burn. They have stopped this practice. No further medical intervention/treatment was performed. Burn area had dried with scab when pt was seen during the follow-up visit.

Manufacturer narrative:
Product was discarded by the facility /not returned for investigation.